Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 32.4 mmol/l. Customer was sick for school that morning. The customer experienced symptoms such as nausea and threw up. The customer was treated with manual injection and then calling for an ambulance and ambulance arrived and immediately treated with infusion drip. At the moment her blood glucose was stable 6.0 mmol/l but she was still in hospital. The insulin pump will not be returned for analysis.